Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient did not verify that the patient line was completely primed, which is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. During the troubleshooting, it was noted that the patient did not fully check the patient line before connecting. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. The tsr advised the patient to thoroughly check the patient line to make sure the line is primed before connecting. There was no patient injury or medical intervention reported. No additional information is available.